Event description:
New information received notes that the pacemaker was explanted on an unknown date. The patient was stable throughout.

Manufacturer narrative:
Reported event of sensing problem was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Functional testing was performed and found normal without anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
Related manufacturer reference number: 2017865-2023-02921. It was reported that a patient presented in-clinic. Upon interrogation, the patient's implantable cardioverter defibrillator and right atrial (ra) lead were found to have exhibited far r-wave over-sensing. No intervention was reported. The patient was stable throughout.